Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) via a clinical study indicated the patient's baseline weight was (B)(6). No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study on 2018-aug-20 regarding a patient receiving fentanyl and bupivacaine (dose and concentration unknown) via an implanted infusion pump. The indication for use was non-malignant pain. It was reported that the patient continued to receive no pain relief. The patient reported withdrawal symptoms following the last pump decrease. The patient was admitted to the emergency room (ER) for the management of symptoms on (B)(6) 2018, and the event was resolved without sequelae on that date. The etiology indicated the event was related to the device or therapy and was not related to the implant procedure. The event was possibly related to the drug with a decrease in dose as a potential factor. No further complications were reported or anticipated.